Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault and making a grinding noise. There customer reported that there is a patient involvement but no patient harm.

Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirm the reported issue. Investigation of log files revealed transducer fault however, the unit performed to specification. Technician performed pm (preventive maintenance), uvt (user verification test) and ovp (operator's verification procedures) according to manufacturer specifications.